Event description:
The pt experienced an increase in seizures. The increase in seizures occurred when the vns output was increased. The pt had strep throat which might have contributed to the increase in seizures. The pt experienced shortness of breath and had swallowing problems. These problems resolved when the vns output was decreased.